Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the reportable malfunction mentioned on b5 was found during the device evaluation. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. In addition, the foreign material residue point was not damaged. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: instructions states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.